Event description:
It was reported that during a non-tortuous, non-calcified, de novo, proximal, left anterior descending artery stenting procedure, a hi-torque floppy ii guide wire was advanced to the lesion, pre-dilatation was done with a trek rx balloon dilatation catheter (bdc), a multi-link 3.0 x 15 mm stent was implanted, and a voyager nc 3.0 x 8.0 mm bdc was advanced without resistance for post-dilatation. While attempting to attach the voyager nc balloon to the indeflator, a kink was found between the hub and shaft of the voyager nc bdc. The voyager bdc was successfully removed from the patients anatomy without intervention and during removal the hub and shaft of the voyager bdc separated into two pieces. Another non-abbott bdc was used for routine stent post-dilatation successfully completing the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.